Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced cuff miss event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. The first proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a moderately calcified, non-tortuous, right common femoral artery after an interventional procedure. Reportedly, during step 3 (plunger removal) the needles came out without suture. The device was removed and another proglide was attempted with the same results. Hemostasis was ultimately achieved using a non-abbott device. The patient did not experience any adverse effect. Though requested, no additional information was provided.